Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device was unable to be interrogated, was not pacing, and there was no magnet response. It was also noted that the device pocket was swollen from a patient fall. The device had indicated elective replacement about one year prior, however, the patient had refused the device change-out procedure. The device remains in use. No patient complications have been reported as a result of this event.